Event description:
It was reported that the patient received multiple inappropriate shocks and short interval counts were noted on the right ventricular lead. During the revision procedure, it was noted that the suture had penetrated the lead and the conductor under the suture was cut. The patient was also noted to have a "bony material on the point were the lead goes into the subclavian [vein]." The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead was extrinsically breached due to a cut. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular sensing integrity counts up to 45. Non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. No inappropriate shocks identified with current file. (B)(4).